Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer tried replacing the battery to no avail. The customer's blood glucose was 187 mg/dl. The customer stated that they were near the swimming pool, not swimming, but they were perspiring heavily. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap at coin slot area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.